Event description:
According to the literature, a retrospective study compared outcomes of laparoscopic totally extraperitoneal and robotic transabdominal preperitoneal in 332 patients who underwent inguinal hernia surgery between april 2021 and december 2023. In the laparoscopic group, after making an incision, either a space maker pro or camera dissection was performed, followed by additional dissection and placement of mesh. After matching, there were 67 patients in each group. Complications in the laparoscopic group included: peritoneum or sac tearing, minor bleeding, hematoma, seroma, wound complication and wound pain. Conversion to either another technique or an open procedure occurred in three patients. No additional interventions were reported.

Manufacturer narrative:
Ji-yeon mun, nina yoo, bong-hyeon kye; hernia; 2026;from hands to handles: a modern duel between laparoscopic tep and robotic tapp;1 0.1007/s10029-025-03537-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.